Event description:
It was reported that during a device check prior to a planned magnetic resonance imaging (MRI) scan, it was determined that this right ventricular (rv) defibrillation lead had high out-of-range shock impedance measurements greater than 200 ohms. Review of shock impedance trends showed out of range measurements followed by a few days of normal measurements, and then a return to the high out of range measurements. Additionally, shock impedance trends showed out of range measurements since september 2022. The shock vector was programmed around the ra coil, and an in-range shock impedance measurement of 75 ohms was obtained. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.